Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: investigation: we have received (B)(4) closed units. There are no units in our stock; there are no previous complaints of this code batch. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep). Review of the batch manufacturing records showed this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of ep/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed.

Event description:
It was reported that there was an issue with the optilene suture during surgery. During an unspecified procedure, the needle detached. There was no additional information available.